Event description:
It was reported that the power plug on the 9800 system had a broken pin. Confirmed the ground pin broken off. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Confirmed that the power plug had a broken ground pin. Replaced the power plug. The system was tested and found to be working as intended and placed back into service.